Event description:
Patient oxygen concentrator went out and was not getting sufficient oxygen, he was hospitalized for 1 night for monitoring. (Approx. 3 weeks ago/ date unknown) oxygen machine replaced same day patient was discharged from hospital and hasn't had any issues.